Manufacturer narrative:
Follow-up #1 date of submission 03/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was intact. The returned battery cap was able to fully tighten on to the pump. The pump¿s current draws measured within specifications. The pump cover was removed and no evidence of moisture or loose components was found inside pump. Unrelated to the complaint, the display was dim and discolored. Additionally, the pump case was cracked in the upper right corner of the display. The returned cartridge cap was torn at the top. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2 date of submission 05/25/2016.correction:the damage found to the cartridge cap was determined to be cosmetic.